Event description:
New information received notes that the infection was not due to procedure or abbott device related.

Event description:
It was reported that the patient presented to the hospital with an infection with a blister looking abscess on the chronic pocket incision. The pacemaker was explanted on (B)(6) 2025 due to the infection and was replaced with a leadless pacemaker on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.